Event description:
It was initially reported that the infusion pump was involved in an over delivery of a chemotherapy solution. The pump was to infuse 264 ml over 24 hrs as a piggyback, and the amount delivered in only 16 hrs. No medical or surgical intervention was required. It was reported that a potential side effect is cardio toxicity, which may not show up initially. A review of the event history with the pump showed that user misprogramming was the cause.